Event description:
A customer obtained a false negative total b human chorionic gonadotropin (tbhcg) result for one patient. The initial result was 0 miu/ml. The original sample was re-tested and repeated result was ">1000 miu/ml". The results were reported out of the lab the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and system information has not been supplied. There is no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event with the data provided. A malfunction will be assumed for the purpose of this report.